Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years and 3 months due to prosthetic aortic valve stenosis. Per the patient's medical records, she had recently been experiencing increasing shortness of breath and dyspnea on exertion as well as heart failure symptoms. She was found to have prosthetic aortic valve stenosis and was referred for redo-aortic valve replacement. Upon explantation of the old valve, it was noted to have significant calcification of the leaflets. A new 21 mm edwards valve was implanted without difficulty. Post-pump tees showed the valve functioning normally with preserved left ventricular function. The patient tolerated the procedure well.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was discarded by the hospital; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the aortic stenosis was likely caused by the calcified valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.